Event description:
Reportedly, the date indicated in the remote report is wrong as it indicates 1970. In addition, the date of the last charge indicated 1/01/0001.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the date indicated in the remote report is wrong as it indicates 1970. In addition, the date of the last charge indicated 1/01/0001.